Manufacturer narrative:
The insulin pump passed self test, rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No frozen screen anomalies noted. Several history error alarms were found at the alarm history file. History error alarms due to a corrupted history file. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had history error alarm and keypad anomaly. The blood glucose at the time of the incident was 236 mg/dl. Troubleshooting was not performed. The device was returned for analysis.